Manufacturer narrative:
The investigation into the reported introducer damage has been completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that the root cause of the introducer sheath kink was patient condition related to severely tortuous and calcified vessels. The failure modes will be monitored and trended. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Event description:
The complainant reported that difficulty was encountered while attempting to place an impella cp pump for patient support. Access was initially obtained via the right femoral artery, but resistance was met and access was flipped to the left femoral artery. Once again, the pump was unable to advance due to calcification and a tortuous vasculature. The resistance resulted in some minor kinking of the sheath. Two more attempts were made utilizing different techniques as well as a stent; however, the device could still not advance pass the iliac. The decision was subsequently made to abort the implant. There was no patient harm.